Manufacturer narrative:
After battery installation, unit received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back and was exposed to fluid. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.